Event description:
It was reported that an arteriotomy closure of the mildly calcified left and right common femoral was attempted using a proglide, with a 6fr sheath, after an interventional procedure. Reportedly, a suture break occurred. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event a suture break was not confirmed. The device was returned with both cuffs capturing the needles, indicating successful needle deployment. The rail suture end was cut with the device cutter, indicating successful suture retrieval. Inspection of the returned device indicated that the rail suture was inadvertently cut while advancing the suture knot which could appear very similar to a suture break during the knot advancement. The probable cause for the rail suture being cut during the knot advancement is related to the operational context during use. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide device is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.